Manufacturer narrative:
Evaluation results: the MFR's analysis and eval of the returned 6lpc devices confirms tears/puncture marks on cuff which most likely occurred during use. It is unknown how long the devices were in use before the inflation problems were detected. Device history records indicate that both lots passed 100% inspection for inflation system integrity.

Event description:
Inflation could not be maintained on two low pressure cuffed tracheostomy tubes. It is unknown if these devices were tested prior to insertion, how long the devices were in use and the type of trach care that was practiced. Although add'l info was requested, as of the date of this submission the info has not been received. There was one pt involved with no reported pt compromise. The devices were returned on 1/23/97 to the MFR and forwarded to the analytical lab for decontamination, analysis and investigation.